Event description:
Device report from (B)(6) reported that during removal surgery two locking caps fell apart. Two locking caps implanted in pt since 2006 have been removed for an extension of the spinal fusion. During this intervention, the saddles separated from the caps after they had been loosened with the screwdriver. This is the first of two reports for this event.

Manufacturer narrative:
Device is not distributed in the united states. The measurable dimensions of the click'x-locking caps were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso (B)(4). A manufacturing related condition can be excluded.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported date of implant was 2006. The manufacturing documents were reviewed and no complaint related issues were found. Device manufacture date was corrected from 05/01/2007 to 05/22/2007.